Event description:
Reportedly, a pager call on sunday, may 3rd 3rd @1048 from (B) (6), (B) (6) hospital, reported a ¿frozen¿ machine (B) (4) with the blood pump still turning after 48 hrs of treatment. Pager reply at 1057. The staff assured the machine was fully charged before treatment, no one had inadvertently removed the main lead - ¿ the treatment pumps just stopped.¿ the blood pump remained turning, no changes were visible on screen, no buttons or trim knob working, audible low priority alarm with no visual message. The staff was talked through a manual blood return and disassembly at 1123, leaving the machine to run the battery flat, as the ¿off ¿switches would not work, and called this event as a breakdown at 1154. The unit was happy to use a prepared spare machine. Manual return of blood, no problems encountered by unit staff. Patient treated with spare machine.'

Manufacturer narrative:
Device manufacture date: 2007. The device history review has shown no indicators related to the complaint. The device fulfilled the manufacturing final inspection requirements. Evaluation of the device has been requested and is anticipated, however the evaluation was not completed at the time of this report.

Manufacturer narrative:
No fault found. The blood pump remained turning, no changes visible on screen, no buttons or trim knob working, audible low priority alarm with no visual message. No patient injury was reported related to this issue. Device manufacture year: 2007.